Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to perform basic occlusion, prime, excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test and all operating currents were within specification. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed and had a loose drive support cap. The insulin pump continued alarming, resetting and returns back to rewind. The customer's blood glucose was unknown. The drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to back up plan.